Event description:
Reportedly, when the device was connected to a cardiac arrest pt through a 3 lead ECG cable, dashed lines were displayed instead of the expected patient ECG. No additional information concerning the event was reported. The pt was resuscitated.